Event description:
R51 power wheel chair veered while end user was going through a doorway. Paneling around doorway is coming loose and injured her left foot. End user sustained bruising, swelling and blood on her foot. End user did not seek outside medical attention, her husband bandaged her wound. Per end user two weeks later the injury became a blood blister.